Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation, "particles in valve" and "crease/folding of implant". Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, openings, wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. And striated edge opening the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as unidentified (tear) opening. A striated edge opening on radius side assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation, "particles in valve" and "crease/folding of implant". Device was explanted.